Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the user applying pressure like twisting or crushing of the cable and normal communication could not be performed. As stated in the instructions for use, this event may have been prevented: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately.

Manufacturer narrative:
This supplement is being submitted to provide corrected data: b3.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the device wasn't working because it had a bad image with possible image distortion or noise. The device was returned to olympus for repair. The olympus service department confirmed bad image quality with horizontal blue lines or no image because of a faulty cable unit. This event is reportable for the bad or no image identified by the olympus service center.